Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 464 mg/dl at time of incident. The customer was treated with manual injection. It was reported that they got a no delivery alarm and changed the infusion set and battery and got no delivery again. The customer reported event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.